Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket revision was performed to prevent implantable pulse generator (ipg) erosion. The ipg remains in use. No further patient complications have been reported as a result of this event.